Event description:
The pt reported that in 2007, his healthcare provider (hcp) thought that the pump was empty and decided to do a priming bolus with the refill. The pt left the office and he immediately experienced a burning sensation in his chest and back. He went back up to the hcp's office where the hcp physically felt his chest area to see if it was warm and then he was told that he could go home. The pt stated that he lived over 2.75 hours from clinic and normally napped on the way home while his wife drove them back. When they arrived back home, the pt's wife was unable to get a response when she tried to wake him up. His wife ran into the house and grabbed their son, who had emt experience, to see if there was something wrong. The pt's son "listened with a stethoscope and found that he had weak respirations and was still not responding". His wife drove him to the hospital; she told the emergency room she was driving him in because they were in a rural area where the response time for ambulances was long. The pt was admitted to the hospital and given narcan. Because the hospital staff was unable to turn off or modify the pump, he stated that he "laid there with dystonic spasms in a catatonic state with increased pain and life support systems". Since that time, he stated that he had been back and forth to hospital (from 2007 at least three times) because the hcp kept increasing his medications during that time. The pt said that approx 3 months after the event, the hcp "revealed that there was a programming mistake in 2007, where they overdosed him due to the priming bolus and that this was a contributor to his above conditions". The pt stated he was currently being treated for dystonia and pain by the pump and had never had any issues before that time. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.